Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was noted that the lead had migrated as confirmed via x-ray. The patient underwent a lead revision procedure.